Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported suture break however the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery with four proglide devices using the preclose technique prior to heart surgery. The arteriotomy was 6fr. Reportedly, when the first and second proglide devices were used a link break occurred after the plunger was retracted. The sutures of two additional proglide devices were placed using the preclose technique. The sheath was upsized to 18fr and the procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequelae or clinically significant delay in the procedure. The physician is reportedly trained on the use of the proglide device and established in the preclose technique. No additional information was provided.